Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of unexpected alarm and damaged black power cable was confirmed with the evaluation of the returned system controller (serial # (B)(6) visual inspection revealed the black strain relief appeared to be pulled from the connector and has visible damaged underlying wires. The strain relief was removed, and visual inspection confirmed the epoxied section that secure the cable to the connector is fractured/separated resulting in the underlying wires to be stretched. Electrical measurement confirmed the conductors within multiple underlying wires were severed, which included the battery fuel gauge wire associated with the reported alarm. It was noted the system controller powered the test lvad with the redundant power wires in both power cables, which was not severed. The system was unaffected by the power cable disconnect alarm issue with the black power cable. Analysis of the log file captured data consistent with the evaluation. The log file captured intermittent loss of the battery fuel gauge voltage values since the earliest recorded date of (B)(6)2023. The battery fuel gauge line appeared to be completely severed on (B)(6)2023, which is when the power cable disconnect alarm remained active. A root cause that led to the separation of the black power connector could not be determined during the evaluation. Device history record indicated the device was manufactured in accordance to manufacturing and quality assurance specifications. Heartmate 3 patient handbook rev d, cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 5, ¿alarms and troubleshooting¿ all alarm conditions are addressed. This includes ¿connect power¿ alarms. Low voltage advisory alarm . 1. Promptly connect to a working or different power source (mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). 2. If alarm persists, call your hospital contact immediately. For more information, see page 228. No external power alarm . 1. Immediately connect the system controller power cables to a working power source (functioning mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). 2. Call your hospital contact immediately if connecting to power does not resolve the alarm. Power cable disconnect alarm . 1. Promptly connect the disconnected power cable to a working power source (mobile power unit or two fully-charged heartmate batteries). 2. Call your hospital contact if reconnecting the power cable does not resolve the alarm. Under section 2, how your heart pump works, covers replacing the running system controller with a backup controller. Also, important warning information associated with the system controller exchange. Also under this section, ¿the system controller self test¿, the system controller self test is loud and bright. All of the lights, symbols, and sounds come on and ¿self test¿ appears on the screen. Under section 3, ¿switching power sources¿, describes steps for exchanging between power sources (mobile power unit and batteries). Heartmate 3 instructions for use rev c, under section f, safety checklists, replace any equipment or system component that appears damaged or worn. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Related pump stop is reported under MFR#: (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that patient did a controller exchange at home, possibly inappropriately. The black power cable connection was damaged and appeared to have several disconnected wires. White connection appeared normal. When connected to power the screen read ¿charging.¿ patient's backup controller was working appropriately, but pump was off for about 24 minutes. The patient never lost consciousness and was recovering in emergency department at present. The log captured multiple odd power cable disconnects beginning at 8:01 am on (B)(6) 2023 and leading up to the driveline disconnect (presumed controller exchange) at 8:25 am. The alarms were occurring on the black controller lead so it may be related to the damage noted in the photo. There were no other unusual events recorded in the log. There were no further issues after the exchange. Related pump stop is reported under MFR# : (B)(4).